Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "incorrect balloon design". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the three temperature sensing catheters where the balloon did not deflate within the last week and enquired if there anything with silicone where we could alleviate an issue like that. The last call got they pre-tested the balloon, which I know its recommendation of ours, but they were unable to deflate it when they pre-tested it.

Event description:
It was reported that the three temperature sensing catheters where the balloon did not deflate within the last week and enquired if there anything with silicone where we could alleviate an issue like that. The last call got they pre-tested the balloon, which I know its recommendation of ours, but they were unable to deflate it when they pre-tested it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.